Event description:
It was reported that the omnipod personal diabetes manager (pdm) battery became hot while charging. The battery is no longer holding charge and quickly drains from 100% battery life to 30% within one hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.